Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 7/dec/2024, it was reported that this patient on peritoneal dialysis (pd) had a hernia during a call to customer support for a separate issue of drain complications during pd treatment with the fresenius cycler. In an additional call, the patient¿s pd nurse stated the patient began pd therapy in (B)(6) 2023. Per the nurse, the patient has a lower abdominal hernia that was discovered after the start of pd therapy. The nurse indicated that the patient has a low fill volume of 800 ml for pd treatment. It was reported that the patient¿s hernia has been monitored throughout pd therapy and that the hernia has not required any medical intervention. The nurse stated the hernia is not due to any malfunctions with fresenius products. The nurse attributed the hernia to normal physiological process of pd due to dialysate in the peritoneum. The reportedly continues pd with fresenius cycler without any adverse effects.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Event description:
On 7/dec/2024, it was reported that this patient on peritoneal dialysis (pd) had a hernia during a call to customer support for a separate issue of drain complications during pd treatment with the fresenius cycler. In an additional call, the patient¿s pd nurse stated the patient began pd therapy in april 2023. Per the nurse, the patient has a lower abdominal hernia that was discovered after the start of pd therapy. The nurse indicated that the patient has a low fill volume of 800 ml for pd treatment. It was reported that the patient¿s hernia has been monitored throughout pd therapy and that the hernia has not required any medical intervention. The nurse stated the hernia is not due to any malfunctions with fresenius products. The nurse attributed the hernia to normal physiological process of pd due to dialysate in the peritoneum. The reportedly continues pd with fresenius cycler without any adverse effects.